Event description:
On 04/12/2001, the facility's transplant coordinator informed the manufacturer's (MFR.) Representative of the following: the unit is expelling a large amount of black dust. A vent filter containing a sample of the dust was returned to the MFR for analysis.